Event description:
Per the clinic, the patient experienced a wound inflammation on the implant site and subsequently was treated with antibiotics on (B)(6) 2022 (specific type and duration not reported).